Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: evidence of debris in threaded area, no; evidence of non-functionality, no; external damage to lcs/cs housing, no and external physical damage, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly, no and lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the device closing or cutting as designed. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device did not work properly (would not cut parallel). There was no pt consequence.